Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The fracture surface of the probe showed that crack developed. There was no scratch around the broken point. The tissue pad of the subject device was partially separated. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken when the probe received a load. The tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. *do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating.

Event description:
During a single port laparoscopic surgery for ileus, the subject device was used. The probe was broken off when the user cleaned it with gauze outside the patient. The intended procedure was completed with another device. There was no patient injury reported. On march 13, 2018, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was partially separated. This is the report regarding the breakage of the probe and the tissue pad.